Event description:
Additional information received indicated noise and a loss of sensing were also observed on the left ventricular (lv) lead during the implant procedure.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Source:this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, a loss of capture, high pacing impedance, and low sensing were observed on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned for analysis. Electrical tests did not find shorts or discontinues on any of the conduction paths. The lead could be fully inserted into the test is4 connector sleeve and the test ICD. Dimensional analysis was performed on the lead connector and the results were within product specification. The reported events of no sensing, no capture, noise and high lead impedance at implant were not confirmed.